Event description:
(B)(4).according to the information received, there was a urine bag with blocked urineflow. It was stated that the urine was flowing backwards.

Manufacturer narrative:
The product evaluation was available at the time of this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be recieved, a follow up report will be filed.

Manufacturer narrative:
The product evaluation was available at the time of this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed. 6 bags were returned. The following tests were performed; visual inspection, pressure/time required to initiate flow and filling rate. All received bags performed according to specifications. The manufacturing records indicated that production operated normally and all inspections were completed and passed. According to the description the urine block may have been potentially caused by the inlet tube jam due to the anti reflux valve being squeezed due to inappropriate folding. The operators have been instructed to check if the anti reflux valve is intact before welding. The operators have also been instructed to implement 100% air testing during production.

Event description:
Patient identifier: (B)(6). Date of event: best estimate is (B)(6) 2013 according to the information received, there was a urine bag with blocked urineflow. It was stated that the urine was flowing backwards.